Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, most likely the pvl was due to the sub-optimal position of the valve, as it was reported that the valve was placed higher than the targeted position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was partially deployed in a higher than targeted position during implant, and could not be recaptured, resulting in severe paravalvular leak. The valve was pulled back and deployed just above the sinotubular junction. A second valve of the same model and size was successfully implanted with no subsequent adverse patient effects reported.